Manufacturer narrative:
The pump was received with a missing reservoir tube o-ring and a completely broken off reservoir tube lip. The reservoir tube lip was completely broken off and a test reservoir could not lock/click in place.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the insulin pump is damaged and plastic broke off of the reservoir compartment. Customer's blood glucose was 205 mg/dl at the time of incident. Troubleshooting found that the reservoir may fall out of the compartment and customer does not feel comfortable with the pump for this reason. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis.